Manufacturer narrative:
"About a week after stent implantation". The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported by the patient that following a drug eluting stenting treatment procedure headache and speech difficulties were experienced. The patient had an unk size taxus express2 drug eluting stent (des) implanted in an unspecified vessel. "About a week" after the stent was implanted, the patient and her family noticed the patient was having "speech difficulties" and " slurring of words". The patient also reported a "constant low-grade headache" after the taxus express2 des was implanted. The patient's headache has since resolved, and the speech difficulty has improved, but is not completely resolved. Approx 2 months after the taxus express2 des was implanted, the patient was evaluated via MRI scan for a cerebrovascular accident (cva). Per the patient, the MRI exam was normal. The patient concluded the report by stating her internist feels it may be to the patient's current medication of coreg or plavix. Add'l information obtained from the physician's nurse reported that the patient was seen 17 days after the stent was implanted reporting a typical chest pain, feeling "sluggish" and speech difficulties. The patient's current medications include; metoprolol, zetia, synthroid and plavix. The physician felt the atypical chest pain was non-cardiac in origin. The patient's speech difficulties included "slurring of speech" and a difficult in "finding the correct word". There was no focal weakness noted. Approx 2 months later, the patient returned for another office visit. The patient's exercise tolerance was improved and the slurring of speech was "much better". The relationship of the taxus express2 des to the patient's symptoms is unk.